Event description:
On (B)(6) 2024, customer complaint was received on 807 readylance safety lancet-18g,2.0mm. Customer complained that some of the lancet needles do not fully retract or pierce the skin barrier upon use.

Manufacturer narrative:
The customer did not provide the batch number. Retain sample of the similar batch number 231020r, 231220r, 240311r, 240427r was be inspected, and no abnormalities were found.DHR review confirmed records met release specs. Actual device not returned; failure unconfirmed.